Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas called with confusion about delivering a ¿usual for me¿ breakfast meal and required guidance to complete a meal announcement; the user¿s blood glucose was 189 mg/dl and the agent confirmed it was acceptable to announce and eat, after which the user announced the meal while on the call. Symptoms included hyperglycemia. Outcomes included user education and successful troubleshooting without alarms, alerts, or medical intervention. Investigation included customer service troubleshooting and education on proper meal announcement steps. Investigation of this case revealed no device malfunction or component issue and indicated user confusion regarding the delivery process. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.